Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "inflammatory reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional observed an "inflammatory reaction two and a half years after injection" in a patient injected with an unspecified juvéderm® voluma¿ product. Symptoms ongoing.